Event description:
No additional information is available.

Manufacturer narrative:
1. DHR/bhr review (lot#4258122): 1) this batch of products were assembled at intima ii auto line 3 in oct 2024 and packaged at cfs package line in oct 2024. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 2. No defective sample and photos have been received for the complaint. 3. Check the retained samples of this batch, no foreign matter visible on the needle are found. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormalities are found in the process and retained samples, and no similar complaints have been received from other hospitals regarding this batch of products. Since we have not received the defective sample, we cannot confirm the status and composition of the foreign matter, so the root cause of this defect cannot be determined. The plant will continue to monitor such defects.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 22gax1.00in prn/ec slm foreign matter on (B)(6) 2025, the paramedic was puncturing the patient's IV indwelling needle when he noticed a foreign object on the indwelling needle syringe and replaced it with a new one.